Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 6 months post procedure. Device issue: none. It was reported via a trial that an exact stent was implanted in the right internal carotid artery on (B) (6) 2009. On (B) (6) 2010, carotid duplex revealed in-stent restenosis. On (B) (6) 2010, the pt underwent cutting balloon angioplasty to revascularize the restenosis. The pt was discharged home on (B) (6) 2010. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Based on the xact instructions for use (IFU), restenosis of the stented area is a known potential adverse outcome associated with carotid stents. No anomalies to the catheter were reported during delivery system inspection prior to use and preparation. Moreover, xact catheters are 100% inspected for any anomalies prior to being packaged. Based on the available information and relevant manufacturing records, the incident does not appear to be related to a product deficiency. It is possible that pt disease state and operational context of the device contributed to the reported event.